Event description:
It was reported that, after a tka surgery had been performed, the patient developed an infection. The event was resolved by performing a revision surgery: the journey ii bcs femoral component was explanted. The patient outcome is unknown.

Manufacturer narrative:
The device used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable cause of infection is the inherent risk of any surgical procedure. IFU offers further guidance. Medical review concluded, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device, no batch/lot number has been provided, however at this time we have no reason to suspect that the product did not meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.